Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that approximately two years one month post a port placement via the right internal jugular vein, when the port system was flushed with saline solution, the patient allegedly complained of pain. It was further reported that the catheter was allegedly found to be broken upon CT examination. There was no reported patient injury.

Event description:
It was reported that two years and one month post a port placement via the right internal jugular vein access, when the port system was flushed with saline solution, the patient allegedly complained of pain. It was further reported that the catheter was allegedly found to be broken upon computed tomography examination. However, there is no information provided regarding the medical intervention or medication prescribed to treat the pain. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport implantable port and one groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. A partial circumferential break was noted approximately 2.7cm from the distal end of the cath-lock and a complete circumferential break was noted on the distal end of the catheter. A kink was noted on the distal catheter segment. The edges of the partial circumferential break on the distal end of the proximal catheter segment were noted to be uneven and the surface was noted to be round and jagged in both regions. The edges of the complete circumferential break were noted to be uneven and the surface was noted to be smooth in one region and rough in the other region. Upon infusion, a leak from the partial circumferential break was observed while dye water exited the distal end. Aspiration was attempted but was unsuccessful. Therefore, the investigation is confirmed for the reported fracture and identified wear and deformation issues. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.